Manufacturer narrative:
Date of event: unknown, information asked and exact date was not provided, but the best estimate date is one week post-operation. The intraocular lens (iol) is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor performed a synergy lens exchange of the left eye of a patient for reduction of side effects. Patient experienced persistent halos and glare around points of light which led to the explant. A non-johnson and johnson lens was used as the replacement. No patient injury or other interventions reported. The patient outcome was not provided. No further information was provided.